Manufacturer narrative:
The patient's following admissions for gastrointestinal (gi) bleed are reported in mfrs# #2916596-2021-01611, #2916596-2021-01652, #2916596-2021-01653, #2916596-2021-01654, #2916596-2021-01655, #2916596-2021-01656, #2916596-2021-01657, #2916596-2021-01581, #2916596-2021-01559, #2916596-2021-01658. Admission for small bowel obstruction/driveline adhesion was reported in MFR #2916596-2021-01657. Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate ii lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The patient had many further gi bleeding events. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 14jul2014. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, introduction, lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, patient care and management (under anticoagulation), provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2014 that patient had their first gastrointestinal (gi) bleed. The patient was off anticoagulation. On (B)(6) 2014, an upper endoscopy was performed and revealed proximal esophageal varices. On (B)(6) 2014, an esophagogastroduodenoscopy (egd) was performed and revealed minimal nonbleeding proximal esophageal varices without stigmata, a hiatal hernia in the esophagus, blood in the greater curvature of the stomach, and blood oozing from in-between folds; however, no discrete vessel was identified. An argo beam coagulation was applied to control the bleeding. On (B)(6) 2014, a computed tomography (CT) scan was performed and revealed no acute inflammatory processes appreciated with the abdomen or pelvis. Additionally, the CT scan revealed that the patient had cholelithiasis and diverticulum of the descending duodenum. The patient was discharged on (B)(6) 2014 after being treated with multiple units of blood, octreotide at 100 mcg, and warfarin. The patients international normalized ratio (inr) goal and aspirin were discontinued during admission. The patients inr goal was decreased to 2.0-2.5 by(B)(6) 2015 and the patient was no longer on octreotide.